Event description:
A customer reported that their AED is flashing its red asi and reporting "replace battery pack now" with a new battery pack. They reported that this did not occur during patient use.

Manufacturer narrative:
Although requested, the electronic log files from the AED have not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Manufacturer narrative:
Evaluation of the battery pack related to this complaint confirmed the reported issue; however, the cause of the depleted battery could not be determined. Troubleshooting of the AED with the customer identified that once the new battery was install and a manual self test run the AED was functioning as designed and could stay in service. As a follow-up, proper maintenance of this device was reviewed.